Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿scheduled preventative explant but rupture was found via ultrasound¿.

Event description:
Patient reported right side "rupture found via ultrasound." The device remains implanted.